Manufacturer narrative:
Pump passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The drive support disk was inspected and no anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the insulin pump had protruded drive support cap. The blood glucose at time of incident was 71 mg/dl and current blood glucose was 280 mg/dl. Customer does not want to troubleshoot about high and low blood glucose blood glucose and went to doctor today for high and low blood glucose. Customer treated low blood glucose with glucose tablets. Customer had been experiencing low blood glucose for couple weeks. Within 2 hours the blood glucose recorded was 71 mg/dl, then 94 mg/dl and then ate fibers and carbohydrates and currently it was 280 mg/dl. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The device will be returned for analysis.